Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that lead dislodgement was observed during a clinic visit in (B)(6) 2016. Therefore, the lead was removed and replaced. Patient is fine.